Manufacturer narrative:
(B) (4). Conclusion: the electrical characteristics of the returned device were determined to conform to established specifications. As received, the connection system of the pacemaker functions as specified with the returned screwdriver, in spite of the presence of the silicone particle that was identified within the cavity of the ventricular set-screw. This silicone particle originated from the silicone cover placed over the set-screw, and it was likely removed as a result of punching by the screwdriver, while the set-screw was in a raised position.

Event description:
Connection issues during the implantation procedure; therefore, the device was not implanted.